Event description:
It was reported that during attempted implant of the right atrial (ra) lead it dislodged with multiple attempts to place the lead and the physician questioned helix performance on the ra lead. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.